Event description:
Customer reported that while trying to test, he kept getting an ER-3 message on the display of his adc blood glucose meter. Customer further reported he "almost passed out," but could not report any additional symptoms. It was further reported customer's son administered a glucagon injection and called the paramedics. Upon arrival, customer was treated with an unspecified medication via intravenous infusion, "to raise (his) blood glucose." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It is unknown when the medical event occurred; the date listed is the date when abbott diabetes care became aware of the event. The meter has been returned and an investigation utilizing the returned meter and returned test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.